Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient stated he could feel the catheter scraping his urethra, and felt like he was getting an infection. It was unknown what type of infection the patient had or if medical intervention was provided.

Event description:
It was reported that the patient stated he could feel the catheter scraping his urethra, and felt like he was getting an infection. It was unknown what type of infection the patient had or if medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to a rough catheter shape. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." This instruction would help prevent the use of a defective catheter that could potentially cause the reported issue." Correction: d10 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.